Event description:
Customer reported unit will not power on. They have replaced batteries with a new supply. No battery leakage or corrosion or physical damage to case was reported. The customer did not provide a date when this was discovered and no pt incident or injury was reported.

Manufacturer narrative:
Evaluation codes: results: evaluation of the returned unit did not confirm the reported issue of no power. Unit was tested for power a total of three times, at five minute intervals, and it powered up each time. Unit powers up when using new batteries, an external power supply or a 9v adapter. The unit passes all functional tests. It was also found that there are bent battery springs and the battery ribbon has been torn from the alarm and is no longer attached inside battery compartment. Note: instructions for use state: drape the red ribbon across the battery compartment and insert four new "aaa" batteries inside the battery compartment. Take care not to damage battery contacts. Batteries should be inserted on top of red ribbon and the loose end of the ribbon should stick out the other end for easy battery removal. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. (B)(4).